Event description:
Rptr initially noted too much intraocular pressure caused by handpiece. During follow-up, surgeon noted the chambered shallowed, then there was a surge of pressure. Chamber was reformed and nucleus went into the vitreous. Anterior vitrectomy was performed and iol implanted in sulcus. Pt was referred to a retinal specialsit for a tppv.